Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged downstream occlusion seal. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the expulsor and downstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump was returned for repair. During physical inspection, it was found that there the downstream occlusion seal was damaged. There was unknown patient involvement, no patient injury was reported.